Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that the ventilator does not complete the booting process, the screen says "data partition defect". Service mode inaccessible, log files cannot be extracted.

Event description:
It was reported that the ventilator does not complete the booting process, the screen says "data partition defect". Service mode inaccessible, log files cannot be extracted.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue was discovered during preventive maintenance. No patient was involved at any time. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The device failed to complete the startup process and displayed a "data partition defect" message. As a result, the device could not enter service mode or provide ventilation. The event logs were not available, which limited further diagnostics. The root cause of the event was determined to be a defective esm board that was replaced to restore functionality. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.